Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6) 2010 due to a loose acetabular cup. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.